Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a weak battery alarm, low battery alarm, and battery out limit alarm. Device had a blank display. Customer's blood glucose was 411 mg/dl. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.